Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 241, 192 and 266 mg/dl. The customer's expected fasting blood glucose test result range is 130-140 mg/dl fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification, customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 9/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer hadn't made any changes to diet or medication (javunet). Ran the control test result read 40 in range (25-55). No blood glucose testing was done due to the test strips improper storage.